Manufacturer narrative:
Initial reporter email address was added. Investigation into this complaint includes an existing data review, a quality data review and a complaint history review. Investigation is summarized as follows: review of customer results logs were performed. One run was invalid due to error code 4423 (negative control is reactive). Therefore 3 of the samples in question were not considered valid and according to product package insert, should have been repeated. The run for the remaining 4 samples was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547 is performing outside of established design performance specifications. However, discrepant (false positive) results for these four patient samples occurred and could be due to sample handling or integrity. The device history record (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547. The quality control release testing for the final amplification kit met all validity and acceptance criteria. The CAPA / non-conformance review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547 and its components. The CAPA review did not identify any issues related to the reported complaint and these lots. A lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for seven patient samples when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547. The complaint history review did not identify any additional complaint tickets related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot: 511547 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported seven false positive results on the realtime sars-cov-2 assay. The samples were retested on an alinity m instrument and generated negative results. The false positive results were not reported outside the laboratory and there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in the (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.